Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used in a ureteroscopy procedure. (Patient weight is unknown) according to the complainant, during the procedure the basket would not retract all the way and was unable to capture the stone fragments. The coating came off of the sheath below the basket into the ureter. The physician was able to remove the device and, subsequently, the coating from the patient. The physician completed the procedure with another segura hemisphere stone retrieval basket. There were no reported patient complications and the patient is fine.

Manufacturer narrative:
Analysis of the returned segura hemisphere stone retrieval basket revealed that the condition of the returned unit was consistent with the complaint incident that the device sheath was torn. Based on the investigation, it has been determined that the outer sheath was torn on the distal end, and a fragment of the distal end was detached. The detached fragment was not returned. Since the distal end of the outer sheath detached, there was not enough sheath length left to fully cover the basket. Most likely, the distal end of the outer sheath was torn off by interaction with a sharper object during the procedure. Therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used in a ureteroscopy procedure. (Patient weight is unknown) according to the complainant, during the procedure the basket would not retract all the way and was unable to capture the stone fragments. The coating came off of the sheath below the basket into the ureter. The physician was able to remove the device and, subsequently, the coating from the patient. The physician completed the procedure with another segura hemisphere stone retrieval basket. There were no reported patient complications and the patient is fine.